Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on a 57yrs old female patient. The results provided were: on (B)(6) 2026 sid (B)(6): initial= 67 ng/l /repeated= < 2.7 ng/l. Repeated on alinity (B)(6) = < 2.7 ng/l. Laboratory reference range for troponin=0.0 to 26.0 ng/l. The patient was administered heparin due to falsely elevated alinity I troponin results. The patient was being transferred to a different hospital due to this site has not enough resource to treat patient with elevated troponin results. No harm to patient due to heparin administration. No further harm to patient management.

Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected the module, performed troubleshooting activities, including cleaning and replacement of parts, which resolved the issue. The instrument alinity c processing module, serial number (B)(6) service history review revealed no additional tickets associated with discrepant/erratic patient results. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation, no product deficiency was identified for the alinity c processing module, serial number (B)(6).

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on a 57yrs old female patient. The results provided were: on (B)(6) 2026 sid (B)(6) : initial= 67 ng/l /repeated= < 2.7 ng/l repeated on alinity (B)(6) =< 2.7 ng/l laboratory reference range for troponin=0.0 to 26.0 ng/l the patient was administered heparin due to falsely elevated alinity I troponin results. The patient was being transferred to a different hospital due to this site has not enough resource to treat patient with elevated troponin results. No harm to patient due to heparin administration. No further impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.